Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter needle failed to retract after use. The following information was provided by the initial reporter: "placed 18 piv on patients right forearm, after sliding off catheter into vein I deployed the safety button to extract the needle. I heard a click as I usually do, but the needle did not retract. I slowly removed the needle from the catheter and completed IV insertion. Needle was recapped as safely as possible and placed in bio-hazard bag with original packaging."

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample submitted for evaluation. Bd received one partially retracted unit with its original packaging. Upon visual inspection of the unit it was found that the hub of the unit is unable to retract fully into the barrel of the device due to interference with the grip. The reported issue was confirmed. Based on the shape and location of the damage it can be concluded that the defect most likely originated during the manufacturing process. Misalignment of the probe or unit while inserting the plug may result in damage to the grip creating the warped effect observed on the unit. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
FDA notified?: the initial reporter also notified the FDA on (date) via medwatch (B)(4).. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter needle failed to retract after use. The following information was provided by the initial reporter: "placed 18 piv on patients right forearm, after sliding off catheter into vein I deployed the safety button to extract the needle. I heard a click as I usually do, but the needle did not retract. I slowly removed the needle from the catheter and completed IV insertion. Needle was recapped as safely as possible and placed in bio-hazard bag with original packaging."